Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic for a routine generator exchange. During the procedure, the physician was unable to insert the left ventricular (lv) lead into the catheter. The lv lead was exchanged and a new lv lead was implanted on (B)(6) 2021. The patient was stable throughout the procedure.